Event description:
According to the customer, "the nebulizer wasn't pushing enough air to mist the albuterol solution".

Manufacturer narrative:
According to the customer, "the nebulizer wasn't pushing enough air to mist the albuterol solution". The customer reported that he "has rsv". The customer did not report any additional information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.